Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead exhibited loss of capture and high threshold measurements. As it was suspected the rv lead had dislodged, a revision procedure was performed. The rv lead was successfully repositioned. It was indicated there may have been too much slack left on the lead during the original implant which could have contributed to the dislodgement. No additional adverse patient effects were reported.